Manufacturer narrative:
Na

Event description:
It was reported that the ventilator had shut down/reset with an audible alarm while switching over to external battery source. It was also reported that the external battery cable had a slightly bent pin. The pt was placed on a back-up ventilator. No pt harm reported.